Manufacturer narrative:
Product ID 8780 lot# (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2018 product type catheter interrogation of the pump showed that the pump was delivering saline at 0.0062 mg/day, 1.0 mg/ml. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned with no additional information.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving saline (pfns, pbs) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with complaints of "sore neck" and "not feeling well". The pump was filled with pfs while implanted and the hcp planned to refill it with pain medication at a later date. The healthcare provider (hcp) had "aspirated 10ml of the sterile water from the reservoir" to send off for lab cultures. The hcp was going to order an magnetic resonance imaging. It was unknown if the issue was resolved and patient status was alive with no injury at the time of the report. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that a radiologist accessed the side access port and aspirated cerebrospinal fluid (csf) for cultures on (B)(6) 2018. The hcp was going to remove the catheter and pump due to staph growing in the csf. No further complication was reported.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found no anomaly. Analysis of the catheter, model# 8780, serial# (B)(4), found no significant anomalies. The catheter was returned in two segments. If information is provided in the future, a supplemental report will be issued.